Event description:
Procedure performed: hysterectomy bso . Event description: complaint created based off feedback# (B)(4). Case (B)(6) 2024. In order to create the anterior colpotomy, the surgeon inverted the uterus. Once out of position, the uterus remained inverted and was posterior to the alexis (between the alexis and posterior peritoneum) upon insertion. They attempted to insert the alexis twice and noted the entrapped uterine tissue upon visual inspection on both attempts (after rolling down the outer ring, attaching the gelseal cap, and inserting their lap scope/instruments). They did complete a finger sweep prior to rolling alexis outer ring on both attempts, but the entrapped tissue was noted on visual inspection. After the two insertion attempts, they converted to complete a vaginal hyst using voyant. After removing the uterus, the alexis was reinserted successfully to do a vnotes bso. After the case, the surgeon agreed to not invert the uterus in the future. No adverse outcomes were reported. Summary: inverted uterine tissue entrapment, difficulty inserting alexis due to difficult patient anatomy (inverted uterus), conversion to tvh due to patient anatomy, successful vnotes post-hyst intervention: after the two insertion attempts, they converted to complete a vaginal hyst using voyant. After removing the uterus, the alexis was reinserted successfully to do a vnotes bso. Patient status: no adverse outcomes were reported.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomy bso. Event description: complaint created based off feedback# (B)(4) case (B)(6) 2024. In order to create the anterior colpotomy, the surgeon inverted the uterus. Once out of position, the uterus remained inverted and was posterior to the alexis (between the alexis and posterior peritoneum) upon insertion. They attempted to insert the alexis twice and noted the entrapped uterine tissue upon visual inspection on both attempts (after rolling down the outer ring, attaching the gelseal cap, and inserting their lap scope/instruments). They did complete a finger sweep prior to rolling alexis outer ring on both attempts, but the entrapped tissue was noted on visual inspection. After the two insertion attempts, they converted to complete a vaginal hyst using voyant. After removing the uterus, the alexis was reinserted successfully to do a vnotes bso. After the case, the surgeon agreed to not invert the uterus in the future. No adverse outcomes were reported. Summary: inverted uterine tissue entrapment, difficulty inserting alexis due to difficult patient anatomy (inverted uterus), conversion to tvh due to patient anatomy, successful vnotes post-hyst additional information provided by [name] on 26mar2024: I must have made a mistake on the form I submitted. I looked back at my notes and gk180 was used. To confirm - this account uses gk180 and gk182 with ordering history starting november 2022. Intervention: after the two insertion attempts, they converted to complete a vaginal hyst using voyant. After removing the uterus, the alexis was reinserted successfully to do a vnotes bso. Patient status: no adverse outcomes were reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Correction: updated section e1. Initial reporter's name to ni.